Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: they had trouble with angio-seal devices; they have had three occurrences; when they put the introducer and wire in place, they are snapping the components together; when removing to complete the process the whole device is coming out; all the components are pulling out with the devices; the patient required manual compression; and the patient is recovering and had a nasty looking hematoma.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.